Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Calibration attempts were unsuccessful. The event log indicated 'oxygen (o2) sensor out of range at calibration' and 'o2 sensor and blender disagree' events. The pst monitored the o2% with the o2 analyzer during calibration and the analyzer indicated that the o2 was 84.9% which was lower than the specification causing calibration to be unsuccessful. The o2 was set to maximum value manually by turning the knob on the epgs while it was disconnected from luo testing equipment and the o2 analyzer did not go above 85%. This indicated that the epgs could not exceed 85% o2. It was determined that the epgs did not meet specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the electronic patient gas system (epgs) failed calibration.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue occurred during installation of the epgs oxygen (o2) sensor upgrade kit. An attempt was made to calibrate the o2 sensor when a 'calibration failed' message displayed on the central control monitor (ccm). The o2 sensor was replaced, and the issue continued. Another upgrade kit was installed but the error message still appeared. The upgrade kit was uninstalled, and the device was left with the original module.